Event description:
Pt presented with medial knee pain, intermittent since (B)(6) 2015. Managed with pain medication four times daily; advised to see general practitioner. This event report was received through clinical data collection activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device's specific info was not provided, precluding a review of the device history record. Engineering eval noted that the pain reported was likely the result of loosening, wear, or infection, as described and addressed under general surgical risks to the product labeling.